Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on an open left total knee procedure upon closure 2 sutures were used, office visit showed patient wound healing well and staples were removed and sterile wound closure strips were applied and there were no issues. After 8 days, the patient called the office to report the knee was warm and red. The patient was placed on antibiotics for area of erythema at one end of the incision. The patient called the office 2 days later and noted the redness was worse. The patient was sent to the emergency department where the diagnosis was soft tissue cellulitis and was placed on intravenous antibiotics. There was tissue damage and inflammation noted.